Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with normal operating current. No unexpected button sticking anomalies noted. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.(B)(4)

Event description:
Customer reported via phone call to have received a button error alarm even after battery change. Customer's blood glucose was 217 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.